Event description:
It was reported that during an implant procedure, the guidewire perforated the insulation on the left ventricular lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed an issue with the fixation system in which the visual analysis noted the septum was torn off the tip end. There was blood/body fluid (not obstructed) on the distal conductor and the lead was damaged at implant.